Event description:
Event description guidant received information that the patient with this implantable lead exhibited symptoms of pericardial effusion. The lead was explanted and the patient was stabilized.